Event description:
It was reported that the pacemaker system is suspected of exhibiting suspected ventricular crosstalk k oversensing. Technical services (ts) was consulted and recommended device reprogramming options. The rv lead sensitivity was reprogrammed to mitigate the exhibited behavior. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).